Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There were 12 events on the morning he died with 8 shocks and 12 atps, including an episode of rv lead noise due to CPR. Review of the episodes revealed a rhythm consistent with a dying heart. The signals decreased in amplitude and the complexes were very wide, possibly due to heart compressions, with multiple peaks. The rhythm was fast and the patient was experiencing vf. The small signals and many peaks may in the end cause some undersensing, due to the nature of the senseability algorithm. Since not all egms are available, it was undetermined if the undersensing caused any false return to sinus, but it is possible. The device functioned normally, possible undersensing due to the nature of the algorithm and patient condition.